Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 1 month after dental implant was installed in intraoral region #11, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed and immediate load procedure was performed.